Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 22 mm amplatzer cardiac plug (acp) was deployed in the left atrial appendage but could not be seated properly and kept popping out of the appendage. The acp was attempted to be re-sheathed into the 13f amplatzer torqvue 45x45 delivery sheath (tv45x45) a number of times and then a trace of contrast was noted outside of the appendage on the angiogram. An echocardiogram confirmed the effusion and a pericardiocentesis was performed with 200 ml of blood being aspirated. Heparin was reversed and the patient is stable. (Clinical study patient (B)(6)).